Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jan-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was jammed. A field service engineer (fse) identified damaged drawer slides in sub drawer 6-1. Cubie pockets were migrated, and the drawer assembly was replaced. The drawer was reconfigured in the medstation application and successfully tested using the hardware test application (hta), confirming proper access to the storage space. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 6.1 became jammed and would not open. The customer attempted to recover the drawer but was unsuccessful. This issue was considered a hardware failure. The customer also reported that a cord at the back of the unit appeared to be disconnected. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.